Manufacturer narrative:
Concomitant medical products. 60 cc syringe, unknown make or model. Investigation evaluation: our laboratory evaluation of the first device said to be involved confirmed the report. During a functional test, a cook dilation syringe (ds-60 cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, an attempt was made to inflate the balloon. The balloon would not hold pressure and leakage was observed from a rupture along the length of the balloon. A visual examination of the distal end confirmed a rupture along the length of the balloon material. A visual examination of the balloon tip showed the wire at the distal tip was intact and glue was present at the glue joint. An examination of the catheter tubing showed several kinks and bends at 33 cm, 43 cm, 82.5 cm, 108 cm, 115 cm, 142 cm and 152.2 cm. No portion of the balloon appeared to be missing. Our laboratory evaluation of the second device said to be involved confirmed the report. The only portion of the second device returned was the ruptured balloon material. The catheter assembly was not included in the return. A visual examination of the balloon material showed that the balloon had ruptured at the distal balloon joint and peeled back to the proximal joint and detached from the catheter tubing. There was buff present at the proximal joint of the balloon, indicating the balloon was manufactured correctly. A close examination of the distal tip showed there was glue present, however the metal wire had pulled out and there was no wire remaining at the tip. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Each lot of raw material balloons are tested for wall thickness and rated balloon pressure. A review of the data received with this lot number demonstrates the balloons were conforming. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is unknown if the user provided lubrication to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. It is unknown if the user provided negative pressure to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use state: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The instructions for use also state: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Application of negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon material damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use warning the user: "during dilation, do not inflate balloon beyond maximum indicated inflation pressure." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 06/05/2017: "during an esophagastroduodenoscopy (egd), the physician used two (2) hercules 3 stage balloon esophageal balloons. The first balloon popped and split. Another balloon was opened, used, and it popped and split as well. A third balloon was opened and used to complete the procedure." The following additional information was received 06/09/2017 from medwatch (B)(4): "patient was having an upper endoscopy and the endoscopist was doing a balloon dilation of the esophagus. The cook balloon dilator malfunctioned twice. It popped first in the esophagus. The team removed the entire device through the scope without event. We passed another balloon dilator through the scope and attempted to dilate the esophagus a second time. The balloon popped a second time and became severed from the cable. The balloon was stuck in the patient's esophagus. We were unable to pass forceps through the scope to retrieve the balloon so we had to change scopes and then pass a snare through the scope to snare the balloon and pull out through the patient's mouth. At no time was the patient alert. He was sedated and comfortable throughout the procedure." Additional information [event desc. (Con't)]: "after obtaining informed consent the endoscope was passed under direct vision. Throughout the procedure the patient's blood pressure, pulse and oxygen saturations were monitored continuously. The endoscope was introduced through the mouth, and advanced to the fourth part of the duodenum. The upper gi endoscopy was accomplished without difficulty. The patient tolerated the procedure well. A non obstructing schatzki ring (acquired) was found at the gastroesophageal junction. A tts [through the scope] dilator was passed through the scope. Dilation with an 18-19-20 mm x 5.5 cm cre balloon (to a maximum balloon size of 18 mm) dilator was preformed [confirmed that cook balloon was being used, not cre manufacturer]. The esophageal dilator balloon popped and we tried with another dilation and the balloon detached and needed to be removed with a cold snare. Biopsies were taken with a cold forceps for histology. The entire examined stomach was normal. Other patient information: "he was not harmed as a result of this event."

Manufacturer narrative:
Concomitant medical products: 60 cc syringe, unknown make or model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to balloon material damage is failure to lubricate the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Balloon material damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ a possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use state: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Application of negative pressure will also aid in balloon preservation and optimize balloon performance. Over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use warning the user: "during dilation, do not inflate balloon beyond maximum indicated inflation pressure." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagastroduodenoscopy (egd), the physician used two (2) hercules 3 stage balloon esophageal balloons. The first balloon popped and split. Another balloon was opened, used, and it popped and split as well. A third balloon was opened and used to complete the procedure.